Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 8/17/2021. H.6. Investigation: four photos and twenty-two samples were received by our quality team for evaluation. From the photos, no lubricant (silicone) was observed in the area between the stopper and the hub. All samples were observed with a visible lubrication (silicone) residue in the area between the stopper and the hub. All samples were subjected to the silicone content test and were within acceptance criteria. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The silicone which was the only liquid material spray on the syringe barrel in the syringe assembly process is for easy withdrawal of the plunger. As the samples passed the silicone content test, the root cause could not be determined.

Event description:
It was reported that bd syringe 1ml ls tuberculin contained foreign matter. This occurred 20 times. The following information was provided by the initial reporter, translated from japanese: "the amount of lubricant is too large. In the black rubber at the end of the inner cylinder, I think that it is thin on top when the needle tip is turned up, but water droplets (maybe lubricant) are attached to the area under it.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ls tuberculin contained foreign matter. This occurred 20 times. The following information was provided by the initial reporter, translated from (B)(6): "the amount of lubricant is too large. In the black rubber at the end of the inner cylinder, I think that it is thin on top when the needle tip is turned up, but water droplets (maybe lubricant) are attached to the area under it."